Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported x-rays confirmed lead had migrated out of the epidural space. As a result patient had lead replacement. Surgical intervention resolved the issue